Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to a working wall outlet, and charging connection was not recognized despite using both original and alternate charging cables and a third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer ultimately resolved issue by switching to tandem charging cable and tandem wall adapter, and technical support arranged shipment of replacement charging supplies and advised customer to contact healthcare provider if pump battery depleted before new supplies were received.